Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed due to high readings. The cannula was also found bent. It could not be confirmed that the customer received the sensor in this condition as it was returned opened and used.

Event description:
It is reported that the customer had low blood glucose levels of 42 mg/dl. The customer reported treating with juice and meals. The customer reported a sensor error alarm from the insulin pump. The customer also reported that after the removing the sensor of the insulin pump, it appeared that the cannula was damaged, kinked and separated. Troubleshooting was done. The customer was advised that the sensor of the insulin pump might be damaged. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.